Manufacturer narrative:
The issue in cer (B)(4) is deemed a reportable event since the malfunction 'termination of the breathmonitoring process' which logs different tfs and switches to ambient state during ventilation will cause the ventilator to become inoperable or stop working as intended. The root cause of the ventilator device was a software issue that sent the device into ambient state after 65535 autozero-runs. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. There was no patient or user harm reported at all from complainant which should have led to further questions regarding any harm to the patient or user. As the complaint cer (B)(4) was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. The allegation in cer (B)(4) was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to the issue in cer (B)(4) as it will be deemed a reportable event. Hamilton fm 653570 rev. 00 page 4 of 5 medical complaint investigation report (remediation) confidential complaint nr. (B)(4).

Event description:
Vent arrives to biomed with note saying broken, review of logs produces several error codes : 485001,446029,446011,346054,385002.